Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with complaints of feeling shocking sensations in the upper abdomen. Upon interrogation the right ventricular (rv) lead exhibited loss of capture and it was found that the pacing was stimulating his diaphragm. An x-ray and computerized axial tomography (cat) scan were done and showed the lead had dislodged and perforated the heart. A revision procedure was performed where the rv lead was manually pulled back into the right ventricle and was successfully repositioned on the rv septum with good lead measurements. No additional adverse patient effects were reported.